Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. There was no indication of medical intervention or adverse consequences.

Event description:
It was reported that the device broke during the procedure. There was no indication of medical intervention or adverse consequences.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep that the distal tip broke *update: broken during the procedure both graspers broke in the same place customer did not confirm if the breaks took place inside or outside the patient per the account, they are not going to provide any additional information the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by user. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The manufacture date is not known.